Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement of the patient programmer resolved the loss of stimulation and pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient needed a new programmer because theirs was going to the splash screen. The patient was not willing to change the batteries while on the call. The patient said due to being unable to use their programmer they were in pain and their stimulation had stopped. The patient tried to turn their stimulation on with their recharger but were unsuccessful in doing so. This was not an out of box failure and no further complications were reported or anticipated.